Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. There were no patient complications as a result of this event.